Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed the user's experience. A small portion of the bending section was torn off and missing. In addition, there were cuts on the bending section cover, and minor dents on the insertion tube at 18 cm from the bending section glue. There were scrapes and shear marks on the biopsy channel a the bending section area. The distal end cover was dented at the channel opening. The phenomenon was attributed to mishandling. The device was serviced and returned to the user facility.

Event description:
Olympus was informed that at the end of an unspecified bronchoscopy procedure, upon retrieval the device lodged in the patient's throat causing the patient to bite down on the device. The device was able to removed, however, a piece of the bending section was left in the patient and it is unknown if it was retrieved. No additional information was provided.